Manufacturer narrative:
Due diligence for additional information was executed. There is no more information available for this event. The device is returned, but a device evaluation is not completed as yet. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device evaluation not completed yet.

Event description:
As reported for this event, the device yielded no image. There was no reported patient involvement.

Manufacturer narrative:
Device evaluation is now completed. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h6, and h10. The device evaluation is now completed. Manufacture date is not available. The user complaint is confirmed. The device history review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing and at shipment. In general the issue of no image can be caused by the following failure: failure in energization of the connectors. Failure in energization of the cables. Damage in the electric circuit of the connectors/ charge couple device (ccd) general causes for these can be: the video system center was connected the processor while it turned on. The inrush current at turn-on caused damage in the electrical circuit. Dust/ moisture adhered to the electrical contacts of the connector, causing failure in energization. Disconnection of the cable due to forcible force applied to the cable such as bending/kinks led to failure in energization. Upon inspection, it was observed that the device yielded no image. This was attributed to the faulty ccd unit. In addition, a crack was noted on the video connector. User handling, deviating from the instructions for use (IFU) can contribute to this issue. The IFU for precautions against frozen or lost endoscopic images, includes: make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. The IFU for connections, includes: turn the video system center off.

Manufacturer narrative:
The manufacture date is sep 26, 2016. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10.